Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation. Chest x-ray was performed and revealed the left ventricular lead had dislodged. The lead was turned off. On (B)(6) 2016, the lead was explanted and replaced. The patient was in stable condition.